Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with at least three prior occurrences on same pump and no notable events before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate method if needed, and technical support arranged replacement pump with updated software.